Event description:
While screwing in the screw a portion of the screw had broken off and gone into ankle joint. Part of the screw remained in the articular surface. The other part was able to be removed. The or time was extended with attempts to remove the screw.